Event description:
The customer's mother reported via phone call that the customer had replaced his site last night and his blood glucose went from 361 mg/dl to 391 mg/dl. Customer's blood glucose is currently 463 mg/dl. Caller stated that she does not know if she should give him a manual injection. Customer felt cranky and upset as a result of his high blood glucose. Customer had checked his blood glucose after giving a bolus and his blood glucose was at 401 mg/dl and dropping. Caller stated that she now knows that the pump is working. Customer does not want to continue troubleshooting. Customer called back with a blood glucose of 445 mg/dl. Customer treated with the pump. Customer was advised to do a complete set change. Customer will be sent a tubing clamp and will need to call back to complete the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.